Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 28jan2020.

Event description:
It was reported that the unit declared a fraction of inspired oxygen (fio2) sensor failure alert, fio2 unusable alert, and an oxygen not available error. The device was in use at the time of the event; however, there was no patient harm. No patient information was disclosed. The customer reported that event was duplicated after the unit was replaced under the same use conditions. The customer suspects that the error could be caused by the fio2 setting of 22% which they found to be unusual. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue in the deice logs. The international service technician found no anomalies when running and testing the device. The technician noted that its possible the errors occurred due to the oxygen concentration setting and environmental factors. The unit had periodic maintenance performed and functional testing.